Event description:
It was reported the patient had "positional shock-like sensations with their battery." It was also reported the patient was scheduled to have a procedure, the day of report, to test the lead impedances intraoperatively. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).